Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers weight was not provided.

Event description:
The customer in (B)(6) reported discrepant results with their contour next link 2.4 blood glucose monitoring system. The customer reported receiving a result of 20 mg/dl. As the customer had no hypoglycaemic symptoms, a repeat test was performed within one minute and a result of 140 mg/dl was received which more closely matched how he was feeling. A test was performed with an alternative meter 2 minutes later which gave a result of 104 mg/dl. The customer tested again 2 hours later. The contour next link 2.4 gave results of 40 mg/dl and 150 mg/dl within 2 minutes. A comparison test with the customers alternate meter gave a result of 114 mg/dl. No treatment change was made and there has been no allegation of an adverse event. The customer has been requested to return the test strips and meter for investigation. Replacement strips and meter was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8lpeg03a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.